Event description:
Caller states after dm-I diagnosis, he was using dexcom g6 for blood glucose management. He used and liked the g6 from (B)(6) 2020- (B)(6)2021. In n (B)(6) 2021, caller states he began having contact dermatitis due to a new adhesive used by dexcom and it made using the device impossible. He states dexcom provided him skin barrier devices to continue using the g6, but these were not helpful so he had to quit using this system. He was then placed on the abbott freestyle libre 2 system for blood glucose management beginning in approximately (B)(6) 2021. He has been dissatisfied with this system ever since being placed on it, and has serious concerns regarding overall product quality. The libre 2 is "total junk" and he has experienced numerous sensor problems ranging from inaccurate readings more than 50-60 points off from actual blood glucose, sensors not lasting as long as they are supposed to, and device alarms that are too soft to be heard. He has contacted abbott repeatedly but feels they have been unhelpful and/or will only continue to send replacement sensors that are just as deficient. He questions how this device was ever approved for consumer use? Caller states that even today his libre 2 sensor was telling him that his current blood glucose level was too low to even produce a blood sugar reading, and that this is obviously incorrect because he understands hypoglycemia and is not feeling any symptoms of low blood sugar at all.